Manufacturer narrative:
No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - about 7 years ago (exact date unknown).

Event description:
It was reported by the hospital that the patient underwent a knee replacement about 7 years ago. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. No further information has been received.